Event description:
Clinical notification received for revision due to infection. Date of implant: (B)(6) 2005. Date of revision: (B)(6) 2022. (Right knee). Treatment: revision; insert was revised.

Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary; the device associated with this report was not returned to depuy synthes for evaluation. All available x-rays were reviewed, and no evidence of implant fracture, disassociation, or anything indicative of a device nonconformance was found. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot; the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Event description:
The patient underwent bilateral total knee replacements using depuy synthes implants including patella resurfacing on (B)(6) 2005. The cement manufacturer is unknown. On (B)(6) 2022, clinic visit notes state the patient fell 2 weeks prior on her knee. Over the next couple of days, the knee suddenly became swollen with increasing pain. The patient also has had low-grade fevers. Mild laxity and large effusions are noted during the physical exam. An aspiration was completed. Pending the results of the aspiration, an I&d with retention of components, stimulan, and IV antibiotics followed by oral antibiotics is planned. On (B)(6) 2022, the patient¿s aspiration is noted to be positive for gram-positive cocci and she undergoes an I&d. Gross pus and synovitis were noted. A suspected torn meniscus around the patella was excised. A slight wear pattern was noted on the patella but it was retained. The I&d was performed successfully.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.